Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dual-lumen umbilical vessel catheter (uvc). The customer reports that 3.5fr argyle dual lumen uvc was placed into a pre-term infant. The uvc started to leak due to a small hole in the secondary lumen. The line was removed w/o complications. The customer further reports that chlorhexidine and alcohol (persist) was used to clean the skin area and the area was completely dried prior to insertion. The catheter was not difficult to handle during insertion. It was not difficult to secure and was secure with silk sutures. The uvc was inserted (B)(6) 2013. Each line was flushed on a regular basis with continuous infusions. One lumen was flushed with heparin (1 unit/ml) and saline for normal flushes using 20ml syringes. The uvc was removed on (B)(6) 2013. The device was not replaced. The pt is in intensive care, no adverse event (its a premature baby).

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.